Manufacturer narrative:
Based on the investigation performed by steris, the c4 contactor was stuck in the closed position which allowed the drying elements to overheat and the reported event to occur. The user facility was provided with a replacement washer. No additional issues have been reported.

Manufacturer narrative:
Contrary to the reported event, user facility personnel informed the steris service technician that arrived onsite that there was no fire and only smoke. The technician performed an inspection of the reliance vision single chamber washer and found the unit to not be operational. A replacement unit will be installed. The unit subject of this event will be returned to steris for evaluation.

Event description:
The user facility reported smoke was coming from their reliance vision single chamber washer and caught fire. No report of injury.